Event description:
The device was used during an oophorocystectomy. Reportedly a component disengaged into the patient's cavity and was retreived by the surgeon. The hospital reported no injury to the patient.